Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician encountered a setscrew issue with the implantable cardioverter defibrillator (ICD). The atrial setscrew was not able to be engaged by the wrench. Another wrench was attempted and it was tried with and without lead in, all with the same result. The device was not utilized and an alternate ICD was implanted. No patient complications have been reported as a result of this event.